Event description:
It was reported hf sensor exhibited inaccurate readings consistent with dampened pressure waveform. The patient's clinical site was advised to not use the pressure data at this time and recommended the site consider clinically correlating symptoms for treatment.